Manufacturer narrative:
Exemption number e2015055. Approx 5 devices were received for evaluation; 5 events were confirmed during testing. Approx 3 devices were found to be affected by a damaged internal component. Approx 1 device was found to be affected by corrosion. Approx 1 device was found to be affected by corrosion and a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the device allegedly smoked. Approx 1 reported event had no patient involvement; no patient impact. Approx 4 reported events had patient involvement with no patient impact.